Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept. 5, 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra smart meter did not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient reported that the alleged product issue started in 2007. He said that approx two weeks before he called lfs he passed out and an ambulance was called. A result of 30 mg/dl was obtained on the ambulance device and the patient was treated with IV fluids. The cca noted that the patient replaced the meter battery per the owner's manual. The patient said the meter box was pretty banged up when he first got the meter. The meter did not turn on when the power button was pressed or when the test strip was inserted into the test strip port. The patient's products were replaced. The complaint is reported because the patient alleged he was unable to obtain a reading on the lfs product and later experienced loss of consciousness, hypoglycemic reading on an ambulance meter, and received IV fluid treatment.